Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, was torn during the loading process. There was no patient contact or injury. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.